Manufacturer narrative:
(B)(4). Batch # p9416a. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found and there were no anomalies noted with the functionality of the device. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection, the doctor tried using an enseal x120l instrument and the tissue effect was less than expected. The surgeon got into bleeding situation and was trying to control with enseal device and said it was not sealing at all. He stated that the product was not providing hemostasis or able to control bleeders during actuation. He ended up clamping, cutting, and tying to control bleeding and monopolar electrocautery, sutures, and clips were also reported as used to control bleeding and to complete the procedure.